Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row b cubie was not detected on bus. A field service engineer inspected and tested drawer and found some arc marks under row a as well as row b and found that the interface board was damaged and replaced the interface board to resolve the issue. After completing the repair to drawer 1.1/1.2, the remaining drawers and components were serviced, and connectors were cleaned and reseated. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a cubie failed and was not detected on the bus. There were no delay or adverse events or injuries reported based on this event.